Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: unit received with the shock cushion worn and had moved forward in the handle impeding the handle from closing and holding properly. The 6-inch transitional member was replaced due to worn teeth. Shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. General maintenance and cleaning required at this time. Replacement of worn components. Root cause: complaint confirmed via inspection of the unit. Unit received with the shock cushion worn and had moved forward in the handle impeding the handle from closing and holding properly. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. This unit is beyond integra¿s 7 years recommended life cycle (2010). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00685. A facility reported that the transition member on a mayfield ultra base unit (a2101) does not fit and the gasket is protruding. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: unit received with the shock cushion worn and had moved forward in the handle impeding the handle from closing and holding properly. The 6-inch transitional member was replaced due to worn teeth. Shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. General maintenance and cleaning required at this time. Replacement of worn components. Root cause: complaint confirmed via inspection of the unit. Unit received with the shock cushion worn and had moved forward in the handle impeding the handle from closing and holding properly. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. This unit is beyond integra¿s 7 years recommended life cycle (2010). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00685. A facility reported that the transition member on a mayfield ultra base unit (a2101) does not fit and the gasket is protruding. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.